Manufacturer narrative:
(B)(4). Event logs have been rec'd. Investigation is not complete. A f/u report will be submitted with the investigation findings.

Event description:
Customer reported pt was ordered for heparin 25,000units/ in d5w 250mls at 1000units/hr (rate 10ml/hr) for 3 days. Nurse hung a new bag of 250mls at 12:15pm on (B)(6) 2011. At 1410, the heparin bag was found empty and the pump read that only 20.4mls had infused. The devices and tubing were sent to biomed. Heparin was the only line infusing. The pt had lab values drawn and was transferred to the ICU for monitoring. No additional information was available.